Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter:  the nurses are having an issue priming the prevent 25g x 1¿ needles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-03-15. H6: investigation summary: it was reported that needle clogged. To aid in the investigation, five hundred samples in sealed packaging blisters were received for evaluation by our quality team. Eighty random samples were selected for evaluation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with a saline solution. Of the eighty samples, three did not expel the solution; these needles are clogged. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214008, 1214992, 1214997 and 1278946 which were provided in the final manufacturing of lot 1341422. There was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: the nurses are having an issue priming the prevent 25g x 1¿ needles.